Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that despite delivering a 4 unit bolus, the patient's blood glucose levels reached about 275 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient also reported the pod's cannula was bent. Pod was still being worn at the time of reporting.